Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-05969. The patient has two leads (from different lots). It was reported the patient had fallen. Since the fall, the patient has not received adequate coverage. Reprogramming was unsuccessful. An impedance check was performed and revealed invalid contacts. X-rays were taken and no anomalies were found. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.